Manufacturer narrative:
The event was confirmed. Review of the event and the ensite x cardiac mapping system voxel mode confirms that in some cases a shift can occur. If a shift occurs, it is recommended to remove any metal that may be causing distortion. Additionally, the prs setup screen can be used to align the prss to the original location, the metal baseline can be reset, or a new study can be begun.

Event description:
During a fascicular ventricular tachycardia procedure, following a cardioversion, the geometry shifted on the system with no warning and the magnetic patches did not move. New geometry was created and the procedure was able to be completed with no adverse consequences to the patient. Due to having to create a new geometry, a prolonged procedure occurred.